Manufacturer narrative:
A ge oec service representative investigated the issue and found the video pin on the interconnect cable pushed in and not making contact. The output of the 5v power supply was below the threshold of 5v. The cable was repaired and the output returned to above 5v. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.

Event description:
The ge oec 6800 fluoroscopy system had the monitors blink off and on.